Event description:
It was reported that the crosssail was being inserted and advanced over a whisper guide wire when the balloon met resistance on the guide wire. The balloon was pulled off to wipe the guide and the tip of the catheter detached and was left on the guide wire. The product was not used.